Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.

Event description:
It was reported that during an open reduction internal fixation (orif) on an ankle the tip of the sharp hook broke off. All the broken pieces were retrieved from the pt. Surgeon used another instrument and completed procedure successfully with no extra time.